Event description:
Trial liner retaining screw broke off trial liner while being removed from pt during total hip procedure. No harm to pt, but potential for item to be retained if it had not been noticed by surgeon.